Event description:
Complainant alleged that while attempting to treat a pt, the device was unable to obtain an ECG signal via electrode pads or paddles. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.